Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a recurring no delivery alarm. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer treated the high blood glucose with the insulin pump and manual injection. The customer did troubleshoot the issue. The customer reports the event was resolved by changing the complete infusion set and reservoir. The customer thinks the insulin pump is not working as designed. The insulin pump will not be returned for analysis.